Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating a leak from the reservoir compartment of their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that the insulin leaked into their insulin pump and was not feeling good. The customer was sent replacement reservoirs.